Event description:
Information was received from a patient who was receiving other (did not ask mg/ml at did not ask mg/day) via an implantable pump for unknown indications for use. It was reported that twenty years ago, his pump was defective. The patient contacted reached out today to request a new pump because of his pain. Sent physicians listings and information on sm3. 2024-07-29 rtg0627122 (con): additional information was received from a consumer (con) stated that they were not able to get an appointment with any of the physicians list they were sent. Agent sent email to local field representatives.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.